Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records provided and reviewed state that the patient underwent a right total knee arthroplasty revision due to persistent pain following the initial tka. Preoperatively, the patient reported severe anterior knee pain interfering with sleep, swelling, and general difficulty ambulating. Intraoperatively, patellar eburnation was noted throughout the patella, consistent with degenerative osteoarthritis. The femoral and tibial components were well-fixed and retained. The polyethylene insert was removed due to mild yellow discoloration consistent with oxidative damage, but no pitting or delamination. No signs of infection and flexion and extension gaps appeared symmetric. No intraoperative complications occurred. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b6; b7; d2; g1; g3; g6; h1; h2; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was experiencing post-op pain, swelling, and instability and was having a general difficulty ambulating prior to the revision surgery. Attempts have been made and all available information has been provided.

Event description:
It was reported that a patient had an initial right total knee arthroplasty. Subsequently, the patient was revised approximately 27 months post-op due to pain. During surgery, the poly appeared oxidated and was exchanged. Native patellar eburnation was also identified and a patellar implant was cemented into place. The tibial and femoral components were found well fixed and left intact. No intra-op complications were identified. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00596401552 - femoral component option size e right compatible with lps-flex prolong - 63118997. 00598003702 - stemmed tibial component precoat size 4 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 63535344. 00596009900 - taper stem plug - 63558546. 3003940002 - refobacin bone cement r 2x40g - a640aj1701. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.